Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a dislodgement was noted on the left ventricular (lv) lead. A lead repositioning was performed to resolve the event, during which it was noted that the suture sleeve was loose. The patient was stable.